Event description:
Customer reported the system displayed a generator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack and the high voltage cable. System operates as intended.